Manufacturer narrative:
Correction information was provided in b.5. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported that after intraocular lens (iol) implant procedures, there were quite a few cases showed opacification on the posterior half of the optic. Since there were no complaints of vision problems, the lenses were left in place without explanting. The opacity of the iol optic was described by surgeon as the whole of the posterior half, like a haze with a clear demarcation from the anterior clear half, as if the aspheric surfaces were pasted together. Additional information was requested, but no further information is available. There are two medical device reports associated with this complaint. This report is 2 of 2.

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patients experienced opacification of the posterior half of the optic without any complaints about difficulty in vision, hence left them alone in those unspecified patients. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).